Manufacturer narrative:
E.1.initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H3 other text : na.

Event description:
It was reported that when using the panel phoenix nmic/ID-307, patient isolate of proteus mirabilis was misidentified as proteus rettgerri in a urine culture. False result was not reported out, and there was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: this complaint is for misidentification of proteus mirabilis as providencia rettgeri when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241315. The customer did not return isolates or panels but provided phoenix generated lab reports for the investigation. The customer provided phoenix lab reports show a patient isolate identified as p. Rettgeri and p. Mirabilis when using the complaint batch. To investigate, three retention panels from the complaint batch were tested using in house isolate p. Mirabilis enf 9912 on a phoenix m50 machine and evaluated for identification results. In addition, one control panel from the same material but different batch were tested using in house isolate p. Mirabilis enf 9912 on a phoenix m50 machine and evaluated for identification results. The five panels tested identified the isolate as p. Mirabilis, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed six additional complaints on the complaint batch, four of which are related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported that when using the panel phoenix nmic/ID-307, patient isolate of proteus mirabilis was misidentified as proteus rettgerri in a urine culture. False result was not reported out, and there was no report of patient impact.